Manufacturer narrative:
A review of the reaction monitors indicated the discrepant result was caused by a disturbance between measuring points, affecting how the result was calculated. As the system was running within specification during the service visit, a root cause for the disturbance could not be determined. As the measurements returned to normal after the disturbed measuring points, an interference in the measuring cell could be excluded. This event was most likely caused by a disturbance in the reaction bath. The actions to avoid particles or contamination in the reaction bath are described in the operator's manual.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable vancomycin result on their c501 analyzer. The patient's sample was initially aliquoted on the customer's modular pre analytics device and tested in an aliquot cup. The repeat test was performed from the original sample tube. The patient's initial vancomycin result was 48.5 umol/l and it was not reported outside the laboratory. The repeat result was 29.8 umol/l and it was reported outside the laboratory. The customer stated the sample was repeated two more times from the original tube and the results were 29.8 umol/l. The patient was not adversely affected. The vancomycin reagent lot number was 665958 and the expiration date was 05/30/2013. The field service representative performed an instrument check test, which showed the analyzer was performing well. He determined there was no coagulation inhibitor in the sample and it was processed as recommended. He checked the rinse and water levels on the rinse and washing stations and inspected the probes for cleanliness. They were all performing well and in good working order. The special washes listed on the analyzer were correct.